Event description:
It was reported that the patient dislocated her left total shoulder and was revised to a reverse.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the patient. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding a reunion shoulder dislocation was reported. The event was confirmed based upon the provided x-ray. However, the exact cause of the event could not be determined because the product was not returned and limited patient information was provided for review.

Event description:
It was reported that the patient dislocated her left total shoulder and was revised to a reverse.